Manufacturer narrative:
B3: event date unknown. One device was returned for evaluation. Visual inspection revealed damaged top and bottom housings. Event history log review was not applicable. Functional testing was able to replicate the reported issue; the unit failed prime function with ¿motor not running¿ alarm upon attempt to run motor drive and occlusion test. The root cause was determined to be a faulty u29 motor optical sensor on the main board. The main board was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device motor was not running. There was unknown patient involvement and unknown patient harm.